Manufacturer narrative:
(B)(4). Medical devices: guide wire: sion blue, sion; guide catheter: heartrail 6fr al1.5, corsair. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced, resistance was met with the moderately tortuous, heavily calcified, concentric and 90% stenosed anatomy resulting in the reported physical resistance. Interaction with the calcified anatomy likely resulted in compromising the balloon and resulting in the reported material rupture. The traveler balloon catheter is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, concentric, 90% stenosed, de novo, proximal right coronary artery (rca), a 1.20 x 6 mm traveler balloon dilatation catheter (bdc) was used for pre-dilatation. Anatomical resistance was met during advancing with the 2.50 x 15 mm traveler bdc. During the first inflation at 10 atmosphere (atm), the balloon ruptured. The device was removed from the anatomy and a different device was used in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.